Event description:
It was reported that the patient experienced a sudden loss of stimulation six months prior to this report. It was planned that the system would be changed out because the receiver was no longer functioning. Two weeks later it was reported that an x-ray had been taken, but it did not show evidence of a lead fracture. An impedance check was done on (B)(6) 2013 ¿at the site of electrode¿ using a multi lead trialing cable and all impedances were greater than 10000 ohms. It was noted that a lead fracture was seen. The reporter stated that the entire system was explanted and replaced. It was noted that the patient was getting good coverage of both feet and legs and was very happy with the new system.

Manufacturer narrative:
Concomitant medical products: product ID 37702. Product type: implantable neurostimulator: product ID 3425. Product type: transmitter: product ID 7489. Product type: extension: product ID 3487a. Product type: lead. (B)(4).